Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was inserted into the patient. After crossing the transseptal an attempt was made to aspirate the sheath, but nothing came back through the flush port. The sheath was removed from the patient to flush the sheath, but this was unsuccessful and the issue persisted. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.